Manufacturer narrative:
Device evaluation did not show any malfunction. The trajectory discrepancy is likely caused by not performing tissue flap prior to seating the guide in the patient's mouth, which is required by the device instruction.

Event description:
Doctor used a surgical guide to place dental implant. Two weeks after surgery patient came back and doctor saw that the implant was infected and he removed the implant. During the removal, he realized that implants were protruding towards the buccal.